Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-00134, reference MFR. Report#: 1627487-2019-001343. It was reported during permanent implant, the physician was unable to remove the lead from the sheath. Reportedly, multiple attempts were made to resolve the issue to no avail. As a result, the physician opted to abandoned the procedure.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2019-00134; reference MFR. Report#: 1627487-2019-00133.